Manufacturer narrative:
(B)(4) g2 ¿ foreign ¿ germany. Investigation of this incident is currently ongoing. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
The loss of attachment of the drill adapter was reported. No consequences or impact on the patient. Due diligence is in progress for this complaint; to date no additional information or product has been received.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated: b4, b5, d9, g1, g3, g6, h1, h2, h3, h4, h6, h11. Corrected information: d4 UDI number. Review of the most recent repair record determined the reported event could not be duplicated as the device passed the drill locking test. However, the locking mechanism was damaged. The unit was scrapped. Review of the device history record identified no deviations or anomalies during manufacturing. Complaints are monitored through monthly complaint review in order to identify potential adverse trends. A definitive root cause cannot be determined. The event cannot be confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.